Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were exhibited as well noise during arm movements when it comes to this device and right ventricular (rv) lead. A revision took place and upon opening the pocket a connection issue was confirmed. The rv lead was reconnected to the device and the wound was closed with no issues. No adverse patient effects were reported.